Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. It should be noted that the perclose proglide instructions for use (IFU), lists the instruction details for the deployment sequence for closing the access site of a catheterization procedure with multiple devices using the pre-close technique. Additionally, the IFU states: perform a femoral angiogram to verify the location of the puncture site and that for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It appears that the IFU deviation contributed to the reported difficulties. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a watchman interventional procedure. No femoral angiogram was performed. Reportedly, the suture of the first proglide device was successfully pre-placed at the 10 o'clock position. After foot deployment, the plunger of the second proglide device at the 2 o'clock position was inadvertently pulled instead of depressed. The foot was relaxed and the proglide device was removed. The physician decided not to use an additional proglide device. The sheath was upsized to a 18f and the watchman procedure was completed. Hemostasis was achieved with the first pre-placed proglide suture at the 10 o'clock position. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.